Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure there was an issue with erroneous results. It was stated ¿the serum gelatinized and did not spin down.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information received: pas technical support team contacted the customer and below are their comments: "reviewed collection handling and mixing of the tubes. Ensure tubes are clotting at room temperature as temperature impacts clot formation. Suggested increasing g force when spinning tubes from 1000 to 1300 xg for 15 minutes. Comments: 367983 lot 7264664 exp date 2018-09-30 one specimen from a patient with lymphatic malformation resulted in poor separation or gelatinous serum. The blood tube contained approximately 2 mls of blood. Clot time was for 1 hr in an ice slurry. Centrifuged at 1000 x g for 15 minutes. Comments: clotting occurred in ice"

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer plus plastic sst tube. Gold bd hemogard closure there was an issue with erroneous results. It was stated ¿the serum gelatinized and did not spin down.¿ there was no report of injury or further medical intervention.